Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon resection, when preparing to stitch the intestines, the device broke and staple was not hit. Another device was used to resolve the issue in order to complete the case. There was no patient injury.